Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they were hospitalized for experiencing low blood glucose level of 29 mg/dl. Customer stated that they almost went to coma and was in the hospital. During hospitalization dextrose was administered. Customer was also treated with food. The customer did not experience any symptoms of low blood glucose value. Customer was using insulin pump system with 48 hours of reported event. Troubleshooting was declined. No further patient complications were reported. The device will not be returned for analysis.

Event description:
Correction: information received by the medtronic indicated that, customer was hospitalized with hypoglycemia and blood glucose value at the time event was 29 mg/dl. Customer treated with food and no other symptoms were reported. Troubleshooting was performed, customer was using the insulin pump system with in 48 hrs. Of the reported event and 'auto mode' feature was not active at the time of event. Customer will continue use of the device and insulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial report in section b3, b5 and h6 under health effect - clinical code was incorrect. The correct information was included in section b3 [event date] and b5 with this report. In addition to that, "health effect - clinical code" mentioned for 'coma' and "health effect - impact code" [2199]motioned for treatment of 'coma' from the initial report should be consider as "invalid" since the customer did not confirmed that, patient went in to 'coma'.